Manufacturer narrative:
Caster brake stuck slightly engaged preventing proper wheel movement.

Event description:
It was reported by svc report that the front left caster will not rotate. It is unk if there was pt involvement or if there are adverse consequences to report.